Event description:
It is reported that during surgery, the articular surface would not seat in the tibial component. A new articular surface was used to complete the procedure.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Visual inspection of the returned articular surface identified damage to the anterior edge of the distal surface, likely the result of removal. Dimensions were found conforming to print specifications where measured. No damage was found to the dovetail feature. Device history records were reviewed and no deviations or anomalies were found. This device is used for treatment. A product history search revealed no additional complaints against the related parts and lot combinations. A definitive root cause cannot be determined with the info provided.